Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the pump was not working since he woke up with a high blood glucose of 462 mg/dl. The patient stated that the tubing became bent at times. The customer removed his pump and treated with a manual insulin injection. The customer tested the pump on his own and examined the cannula; the cannula was not bent but when he tested a large bolus he did not see insulin exit. The customer believes that the pump was not alarming with no delivery when it should have. Troubleshooting was initiated for the absence of the no delivery alarm. A high pressure test was performed on the pump and alarmed no delivery; the alarm was purposefully triggered. The customer was advised that the pump was working as it should now, and that the pump should be monitored and to call back if any issues continue. Troubleshooting was declined for the hyperglycemia since the customer stated that he knew they were high due to pump malfunction. No products were shipped or returned.